Manufacturer narrative:
An event of migration of the 05-02 piccolo, causing stenosis of the left pulmonary artery was reported. The results of the investigation are inconclusive since the device remains implanted was not returned for analysis. A review of the measurements as reported from the field was performed. Per the sizing table in the instructions for use, arten600042307 version a, the correct size piccolo occluder for the measurements provided was 04-02, smaller than the implanted size. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined, however implantation of a larger than recommended device could have contributed.

Event description:
Reference manufacturing report number 2135147-2020-00150. On (B)(6) 2020, a 5-2 amplatzer piccolo was selected for implant in a (B)(6) days (B)(6) kg old baby. The pda has the following dimensions: minimal diameter: 2.63, aortic ampulla: 4.19, length: 9.74. The device placement is intraductal. Pre deployment the device appeared to be in good position. Post deployment it was noted the device shifted toward the pulmonary artery. The device remained stable but was causing some left pulmonary artery stenosis. The device was attempted to be snared, but an effusion was noted. The effusion was drained and the patient was given blood transfusion to maintain hemostability. Another attempt was made to snare the 5-2 device with a 5mm gooseneck, but the device would not recapture into the 4f delivery catheter. The procedure was aborted. The patient is currently stable and the device is in a stable position. The duct is occluded, but there is still left pulmonary artery stenosis, causing some obstruction of flow. The device remains implanted. The patient will be monitored to determine if additional intervention is needed.

Manufacturer narrative:
Corrected information section.